Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported they have received false positives on cdiff assay. Database was sent to quality for review and shows significant fill issues and non-sigmoidal curves on raw fam channels on multiple lanes. Recommendation was made to adjust drawer pressure. On field service visited and adjusted drawer pressure and normalized both readers. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample analysis consisted of database review and run files. Analysis of curves shows that across various lanes on curves displayed non-sigmoidal patterns on various lanes. No trending was noted for pumps, but fill issue was noted. Curves were very shaky and even noticed on other channels aside from channels that lead to the false positive. Root cause cannot be determined with the information provided. Complaint is confirmed by review of database and run files. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that a false positive result for c. Diff was obtained on the bd max¿ system, bd max¿ instrument. Confirmatory testing was performed with a culture on a chromogenic medium, which produced negative results. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter, translated from french to english: "false positive results for c.diff on bd max." "The curves are not sigmoidal and the fluorescence intensity remains very low. Since the last intervention of the technical service on (B)(6) 21, there have been 279 samples tested -> 38 positive -> of which 14 false positive. Is a confirmatory test always performed? Yes, they perform a culture on chromogenic medium. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? Only a delay on the report of the result."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a false positive result for c. Diff was obtained on the bd max¿ system, bd max¿ instrument. Confirmatory testing was performed with a culture on a chromogenic medium, which produced negative results. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter, translated from french to english: "false positive results for c.diff on bd max" "the curves are not sigmoidal and the fluorescence intensity remains very low. Since the last intervention of the technical service on 02/06/21, there have been 279 samples tested -> 38 positive -> of which 14 false positive. Is a confirmatory test always performed? Yes, they perform a culture on chromogenic medium were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? Only a delay on the report of the result".